Manufacturer narrative:
It was reported that the inspiratory time is not coming up in ventilator. The ventilator was investigated by our field service engineer on-site and was unable to confirm the issue. The unit passed several pre-use checks without any alarms or abnormal function occurring. No parts were replaced nor returned for technical investigation. During the review of the provided log files the reported issue cannot be confirmed. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the inspiratory time is not coming up in ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).